Event description:
The pt reported experiencing elevated blood glucose of up to 330 mg/dl. Since beginning use of this lot of infusion sets 9 days ago. He has noticed blood in 3 of the catheters. He stated that the adhesive of the headset is wet with insulin. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.